Event description:
Covidien received information of ventilator with an erratic display. The ventilator was not being used on a patient at the time of the display. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced graphic user interface (gui) printed circuit board (pcb) and backlight pcb, which resolved the reported issue.